Event description:
The manufacturer received information that the dreamwear full face mask with magnetic clips while using with a pacemaker. There was no report of patient harm or injury. The manufacturer has not received the product for investigation. The dreamwear instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, an additional report will be filed. The manufacturer concludes no further action is needed at this time.